Event description:
It is reported by the nurse that a piece of the cutting pliers is broken off. She stated that the pliers has never been used before.

Manufacturer narrative:
Evaluation summary: the reported event of the broken spring plug could be confirmed. The plate cutting pliers consists of the cutting blades assembly and the spring assembly. The plug of the plug spring is broken off and has not been returned for investigation (see investigation image documentation). The visual investigation of the cutting pliers revealed that the jaw spring is heavily bent. At the plug spring the plug is broken off and was not returned. Both of the springs have friction marks on the inner side. The fracture surface shows the appearance of a ductile forced rupture. The compression and tensile zone of the deformation is clearly visible. The conclusion on the deformation direction reveals that the plug has been broken off outwards and thus this could have happened due to oppressive opening of the cutting pliers beyond the mobility range of the pliers. This has likely occurred during reprocessing of the device within the cleaning and sterilization department. Furthermore, the mentioned friction marks and the deformation of the jaw spring likely occurred during further actuation of the pliers without the assembled springs. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It is reported by the nurse that a piece of the cutting pliers is broken off. She stated that the pliers has never been used before.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.